Event description:
Several years ago pt had a laminectomy for a ruptured disc. Several months later disc ruptured again. Pt underwent a fusion procedure with pedicle screws. Pt had the pedicle screws removed 1 year later due to the screws causing a hematoma.